Event description:
It was reported that during a gastrectomy procedure, the jejunum could not be purse-string sutured by eh40. Therefore, it was sutured by hand. And then the doctor used the cdh21 and anastomosed roux-en-y. It was found that the mucous membrane protruded from posterior wall of the jejunum. When the doctor inserted the forceps into the jejunum, it was found that there was a hole. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.